Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first installed by the customer on the 22nd september 2010 and performed to specification up to the 27th january 2014. The device records six manual power ups, five in which an in range patient impedance was detected. On each occasion, no shock was advised. The device records manual power ups some of 10 minutes duration between the 24th july 2016 and the last log entry on the 16th august 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.